Event description:
New information received indicated that programming changes were made. The patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate shock therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. No further information is available at this time.